Event description:
It was reported the central line was placed in the pt's left femoral vein. The spring wire guide (swg) unraveled and broke leaving part of the swg inside the brown port of the triple lumen catheter. The break in the swg was noticed immediately by the physician and nurse. An x-ray was performed immediately and the wire was visualized inside the femoral vein and was inside the triple lumen. The catheter was immediately discontinued and removed and the swg was removed intact. Another x-ray was performed and no remaining metal was visualized.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.